Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a low out of range shock impedance measurement less than 20 ohms. All previous and subsequent shock impedance measurements were noted to be stable and within normal limits. It was suspected that the out of range measurement occurred during use of a transcutaneous electrical nerve stimulation unit. The physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.